Event description:
It was reported that the during the right ventricular lead procedure it was noted that the left ventricular lead exhibited loss of capture due to lead dislodgement. The lead was explanted.